Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard ventralight st device. An additional emdr was submitted to represent the bard 3dmax (device#1). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh (device #1) and an unspecified ventralight st mesh (device #2). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh (device #1) and an unspecified ventralight st mesh (device #2). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia and right indirect inguinal hernia, thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1) and ventralight st mesh (device #2). Per operative notes, ¿a small right-sided indirect inguinal hernia was found and it was freed away. Then a 3dmax mesh (device #1) was placed it to widely cover the groin floor. A recurrent incisional hernia was found. It was cleared out and a ventralight st mesh (device #2) was placed on the abdominal wall with its rough side was placed against the fascia and the smooth side was placed against the bowel using tacks.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incision hernia thereby underwent laparoscopic converted into an open repair with explant of ventralight st mesh (device #2) and implant of ventralight st mesh (device #3). Per operative notes, ¿the hernia was found superior to the previously placed ventralight st mesh (device #2) and there was a large defect in the suprapubic region. Both the hernias were completely reduced. The colon was plastered to the mesh, this was completely removed. A ventralight st mesh (device #3) was placed over the defect with its rough side was placed against the fascia and the smooth side was placed against the viscera using tacks.¿ attorney alleges that the patient had adhesions, infection, mesh migration and pain.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of ventralight st mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.